Event description:
Patient had total parenteral nutrition (tpn) and lipids infusing into their peripherally inserted central catheter (PICC) line. When transferring the patient from the x-ray table to the patient's bed, the bi fuse extension set broke off the PICC line. IV ports clamped and covered with sterile gauze. Rn inspected bifuse extension set and commented that the extension set was defective. Extension tubing given to material management. Patient's PICC line was not affected.